Event description:
Per the event report, "the pt coded and passed away over an hour after a successful and uneventful ischemic vtach was performed."

Manufacturer narrative:
Clinician did not complain about the performance of any products utilized. All ablations performed with the devices were made in the lv (left ventricular). Autopsy was performed and cause of death was attributed to mi (myocardial infarction) in rca (right coronary artery). Physician inspected the heart and compared to esi map. The physician expressed that all ablations matched esi map and no ablations were anywhere near rca. Based on the available info, there is no indication that the device caused or contributed to the reported event.